Event description:
Customer called stating he has been getting multiple sensor errors for the last day and a half. This is unique to this box of sensors. His blood glucose is 43 mg/dl. He stated it was low because he was not alarmed by his sensor. He has treated by eating. He declined trouble shooting for low blood glucose. The transmitter passed the test plug procedure. The sensor feature is turned on. The sensor appears to be fully inserted. The lost sensor error occurred after initialization. Radio frequency was established. Customer was convinced the issue is with the product, and not the environment. Customer called back on (B)(6) 2014, stating there are large discrepancies between his sensor readings and blood glucose levels. The sensors read 86 mg/dl, but his blood glucose is 130 mg/dl. The sensor glucose graph is trending in the same direction as blood glucose. Customer sometimes treats based in the sensor readings. He was advised against using the sensor to treat. Customer hung up.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for high readings and the other passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.